Manufacturer narrative:
A customer from outside the united states reports observation of a negative advia centaur xpt hcv (ahcv) result which was discordant relative to alternate-method testing. An initial ahcv result for the patient was nonreactive (hcv-negative). Repeat testing by an alternate method produced a positive result. When the sample was tested at an external reference laboratory, an indeterminate result was obtained. The indeterminate result was ultimately reported for the patient. In response to the report of false-negative ahcv results, siemens subjected the advia centaur xpt instrument to a comprehensive service visit, with particular attention paid to probe positions and washing functions. Vacuum, dispense volumes, dark counts (luminometer background), and wash sequences were checked. The indexer pin was cleaned and relubricated. No major issues were found, but it was noted that cuvette-bottom positions were adjusted for three of four reagent probes, and one cracked fitting was replaced to address observed leakage from the wash block. The ahcv instructions for use (IFU) states the following, under limitations: "the advia centaur hcv assay is limited to the detection of igg antibodies to hepatitis c virus in human serum or plasma (edta, lithium or sodium heparinized plasma)." "A negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Siemens is investigating.

Event description:
The customer reports observation of a negative advia centaur xpt hcv (ahcv) result which was discordant relative to alternate-method testing. An initial nonreactive (hcv-negative) ahcv result was obtained. Repeat testing by an alternate method produced a positive result. When the sample was tested at an external reference laboratory, an indeterminate result was obtained. The indeterminate result was ultimately reported for the patient. It is noted that the sample was negative by hcv rna (pcr) testing. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant ahcv result.

Manufacturer narrative:
Mdrs 1219913-2022-00234 was initially filed on 2022-08-03. Additional information, 2022-08-30: siemens has concluded the investigation. A customer from outside the united states reported observation of a negative advia centaur xpt hcv (ahcv) result which was discordant relative to alternate-method testing. The sample produced a positive result when re-tested using an alternate method, and an indeterminate result when tested by another method at an external reference laboratory. Hcv rna was not detected in this sample. In response to the report of discordant ahcv results, siemens subjected the advia centaur xpt instrument to a comprehensive service visit, which included adjustments to cuvette-bottom positions for reagent probes. As the affected samples were not re-tested following this service intervention, it is not known whether this addressed the root cause. The affected samples were not available for testing by siemens. The ahcv instructions for use (IFU) states the following, under limitations: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." A product performance issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.